Manufacturer narrative:
D224drg, ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a fracture, elevated sensing integrity counter (sic) and high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.